Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "status 66", status 93" and "cannot dump" messages upon power up. There was no pt involvement during the reported malfunction.